Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the connectors would not lock cables. It was noted that the ventricular output connector wass broken, one case screw was contaminated, and both wires on the liquid crystal display (lcd) were pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors at the top of the external pulse generator (epg) were not locking the cables in correctly. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.